Event description:
It was reported that during follow-up, atrial lead noise was observed. No patient symptoms were reported. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.